Event description:
In 2017 I had a gore vascular graft installed in me because of my pad (peripheral artery disease). Then in (B)(6) of 2020 during my yearly visit to check on the status of it, I was informed that it was completely excluded/blocked. Upon this time I was told that it could be fixed, because without having blood flow to my legs, they will die ,and eventually have to be amputated. I've recently been told by my vascular surgeon that there's nothing that can be done to fix this problem. After searching online I found that there were many problems with the grafts failure due to the incorrect size of the graft. It was supposed to be 6mm in size but they installed a 5mm which since has failed. Hope you can help me with this very alarming situation I find myself in, I assume there are others. But I was told that a recall that was issued by you about the gore vascular graft for those with pad. I'm hoping that you could give me some more information about the recall, and what to do. Everyday I sit here my legs are slowly dying and I'm reaching out to you as a last resort. Thank you, (B)(6).